Manufacturer narrative:
The reported was not very clear (vague); therefore, unable to properly assess where the actual faint lines were observed. Initial report suggested there were no medical intervention or treatment provided; however the current status of the patient is unknown ihealth IFU, as described in section 7 test result explanation. A positive result must show both a c line and a t line. A positive result means that viral antigens from covid-19 were detected and the individual is positive for covid-19. Based on the initial information presented, the test result showed very faint gray lines on the strip. There was no mention that the faint gray line was observed on the c line, but observed past the t line. The IFU further states that if there is no line or if there is only a t line, the test is invalid. Invalid result means that the test did not function correctly. You will need to retest with a new test kit. If upon retesting, the test result is still invalid, contact your doctor or local covid-19 center. An invalid result does not indicate if the individual did or did not have covid-19 and should be repeated. It is also conceivably possible that the customer/user may have inadvertently read the faint gray lines on the test strip. (This could not be verified due to lack of/limited information from the user themselves).

Event description:
Customer feedback : "the test result showed a very faint gray line but the entire test strip to the right of the t also looked uniformly gray. This result was found on three separate tests. Then two days later a pcr test was negative. So I guess there were negative even though I thought they were positive."